Event description:
During epidural procedure, tuohy needle fractured. Length of fragment is unk. Incision to retrieve was at a depth of 1.5cm. Incision is in the healing process. Pt received antibiotics.